Event description:
It was reported that two tsb35 were used during a video assisted thoracic surgery. It was reported by the affiliate that the first instrument, on the third firing, the jaw would not open; finally it could be removed. The second device, the jaw would not open or close from the package. A new device was used to complete the case.